Event description:
Follow up information received that the patient underwent surgical intervention in which the system was attempted to be revised, but ultimately was explanted.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. Due to this issue and pain at the ipg site (related manufacturer reference number: 1627487-2019-07565), the patient may undergo surgical intervention.